Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read (B)(6). Patient demographics provided.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. It was reported that the representative manually manipulated the rotor of the imaging system gantry to remove the drape. Following removal of the drape, the imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, the drape moved with the imaging system gantry rotor when moving into an anterior posterior (ap) position for a final lateral image acquisition. The site was able to remove the gantry from around the patient and use a c-arm for confirmation image acquisitions. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.